Event description:
This event was reported as strep viradens endocarditis, source unknown with vegetation and mild to moderate insufficiency on cath with fever and night sweats. Pt admitted to hosp 2/2000 with fever and night sweats. No further info was provided.